Manufacturer narrative:
The affected carina was tested onsite by dräger service technician and the log file was provided for further investigation at the manufacturer¿s site. Based on the logged entries the reported problem could be confirmed. The stored error codes indicate an unacceptable deviation between measured turbine rotation speed and the set value which points to a faulty motor blower. In such a case the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient.the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that "the equipment started to malfunction, showing a technical ¿failure alarm¿." There were no patient consequences reported.